Event description:
Health professional reported an alleged leak of a lap-band. The surgeon reported that the pt said there is "something wrong with the band." During a fill, the surgeon withdrew less fluid then was put in. Dye was injected into the band and a kub (kidney, ureter, and bladder) x-ray was performed, but the surgeon could not locate a leak. After performing another fill, there was "nothing left to withdraw." The surgeon recommends removal and replacement with a new lap-band system. The surgeon will contact product support when surgery is scheduled.

Manufacturer narrative:
Taper ii. The rptr of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."